Event description:
It was reported by the user site that during the selenia dimensions mammography systems, 3d procedure on (B)(6) 2026 that when the c-arm was laterally positioned and the user attempted to capture an image, the selenia dimensions mammography systems, 3d c-arm rotated an additional few degrees with a jerking and rattling motion, triggering an unknown fault that aborted the image acquisition. The user site noted the fault code but later misplaced it and did not recall the details. The user site reported to have removed the selenia dimensions mammography systems, 3d from service due to this issue. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and determined that the vertical travel assembly (vta) brakes required replacement. The fse replaced the vta brakes, performed all necessary calibrations, and confirmed that the system passed all tests and met manufacturer specifications. A second hologic fse investigated continued c-arm rotation issues and found the tomo breaker to be faulty. The tomo breaker was replaced, followed by all necessary calibrations. The fse confirmed that all calibration tests passed specifications after multiple verifications and that the repair was successfully completed. A third hologic fse was dispatched after the customer reported jerky motion in the lateral position. The fse found faulty c-arm brakes, assisted the primary engineer with the brake replacement, performed all corresponding motor calibrations, and verified proper operation. All attending fses verified that the system is now operating according to manufacturer specifications. No further information is currently available.